Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that an infusion set was pulled out on (B)(6) 2014, and he noticed extreme pain and swelling after an infusion set change. The customer's blood glucose was over 500 mg/dl. He also reported having leaks from a third party infusion set. He noted that the battery indicator fluctuated from full to one notch, decreasing during testing and increasing when the tests were completed. He also observed a scratch on the insulin pump's screen that did not affect the legibility of the display. He was assisted with turning the sensor feature off and replaced the battery. He confirmed that the low battery alert was resolved with a battery change and the battery indicator was full thereafter. He was advised to monitor the insulin pump.